Event description:
Data was evaluated for 06/06/2026 and the allegation was undetermined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 06/05/2026 and 06/06/2026. The wearable was inserted into the arm on (B)(6) 2026. On 06/05/2026, the patient reported experiencing persistent cgm low readings in the 40 mg/dl range overnight. At approximately 5:00 am, the cgm reading briefly increased to 72 mg/dl but dropped back into the 40 mg/dl range about 30 minutes later. In response to the low cgm readings, the patient self-treated multiple times by drinking juice throughout the night. During the event, the patient obtained an fsbg of 258 mg/dl while the cgm was reading 40 mg/dl. The patient reported no physical symptoms and did not observe any jumpy or erratic cgm readings. The patient subsequently sent a text message to his endocrinologist regarding the low cgm readings. After receiving the message, a nurse from the endocrinologist's office advised the patient to go to the emergency department (ed) for evaluation. The patient's daughter drove them to the ed. No additional fsbg measurements were obtained after the fsbg of 258 mg/dl. At the ed, the patient received IV fluids and was discharged approximately one hour later. At the time of the report, the patient was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.